Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibia catalog # 42532007502 lot # 63744235, persona ultra congruent (uc) articular surface catalog # 42522200513 lot # 62360943. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-06598. Discarded

Event description:
It was reported that the patient underwent a knee arthroplasty, subsequently, the patient was revised due to stiffness. No further information has been provided.

Event description:
It was further reported through patient's medical records that the patient had mobility issues and used a wheel chair as an assistive aid. Further, the patient alleged severe pain, locking, swelling, and difficulty with activities of daily living.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: unknown articular surface catalog # unknown lot # unknown. Reported event was confirmed by patient's medical records. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review from the initial surgery on (B)(6), 2017 identified no complications. Review of the office visit notes from (B)(6), 2018 identified the patient was experiencing pain and mobility issues. Review of the notes from the revision surgery on (B)(6), 2018 identified the patient was unable to straighten their leg preop. Review of the provided x-rays identified limited evaluation was possible given the patient positioning. No evidence of loosening or fracture was noted in the x-ray review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.